Manufacturer narrative:
(B)(4). Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery," ¿low battery," ¿replace battery," ¿replace battery now," or "power loss" errors were noted during testing. Device trace download analysis confirmed the unit alarmed pump error . The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the device was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery every day alarm. Customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.